Manufacturer narrative:
The site declined to provide patient information, per (B)(6) privacy laws. (B)(6) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the navigation system unexpectedly logged-out and became unresponsive, showing a blue screen. The condition improved after the re-start of the navigation system and the surgeon continued the surgery with this knowledge. There was no delay in therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.